Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin. Reportedly, the pump suspended insulin delivery and the customer experienced an elevated blood glucose (bg) level; however, no specific bg value was provided. Multiple attempts were made to follow up with the contact to complete troubleshooting; however, no additional information was provided.